Event description:
A customer reported that a pt came in through the ER and was admitted to the ccu. The nurse hung a secondary medication and saw it backflow into the primary bag. The nurse changed out the tubing. There was no pt harm or medical intervention. The customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the evaluation has been completed.